Manufacturer narrative:
During power up, device displayed an "insert aa battery" alert even when using the battery simulator instead of batteries. After swapping the boards to another case, device still displayed the alert. After swapping another electrical board onto the electrical board, the alert went away. So the problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, and active current measurement tests due to the unexpected "insert aa battery" alert. As one looks at the front of the unit, the case is scratched on the left side towards the bottom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose was 57 mg/dl. The insulin pump broke at the bottom of the insulin pump under the battery compartment. The product will be returned for analysis.